Event description:
It was reported that during prep for a stenting treatment procedure, a hole in the balloon was suspected. During preparation for a stenting treatment procedure the physician attempted to pull negative on the 15mm x 2.00mm apex monorail balloon catheter, however the device was unable to do so. A hole in the balloon was suspected. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during prep for a stenting treatment procedure, a hole in the balloon was suspected. During preparation for a stenting treatment procedure the physician attempted to pull negative on the 15mm x 2.00mm apex monorail balloon catheter, however the device was unable to do so. A hole in the balloon was suspected. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the balloon was tightly folded. A syringe filled with water was used to aspirate the catheter. There were no leaks. Using an inflation device filled with water the catheter was slowly inflated to rated burst pressure. The catheter maintained constant pressure; there was no indication of a leak or any other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).